Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by the mother of the patient, an (B)(6) year-old female experienced a corneal ulcer associated with contact lens wear six months ago. It is known that the patient resumed contact lens wear since the event occurrence. Additional information has been requested but not yet received.